Event description:
Caller reported damage to the pump housing and usb, which impacted the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send a replacement pump and instructed the caller to return the damaged pump using a pre-paid label, ensuring the customer would continue to use their current pump until the replacement arrived.